Event description:
Medtronic received info that this bioprosthetic valve, implanted 3 years and 8 months, was explanted due to a paravalvular leak and gradient of 100 mmhg. At explant, perforations were identified on the valve. The device was replaced without reported pt complication.

Manufacturer narrative:
Evaluation: other= device history reviewed. Results code: other= device history review found the product met specifications when released for distribution. Analysis: the device was received in a clear 0.2% glutaraldehyde solution. All leaflets are in the closed position. All leaflets are slightly stiff but flexible. Tears and abrasions in all cusps through the free margin and/or lunula appear to be due to leaflet contact with bias wear. A small tear and abrasions in the non-coronary cusp, through the free margin adjacent to the nodule of aranti, appears to be due to a possible long suture tail. A remnant of glistening off white pannus remains attached to the sewing ring, tissue and base stitching onto the inflow margin of attachment of the right cusp. An unk amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography shows no evidence of mineralization in the valve. Conclusion: reduced performance of the device attributed to long suture tail, bias wear, and host tissue overgrowth. The device was replaced without reported pt complication.